Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device was emitting tones. Device evaluation identified a high, out of range shock impedance measurement. No adverse patient effects were reported.